Manufacturer narrative:
Continuation of d10: product ID 900310; product type: integrated dilator/needle product ID non-medtronic sl0; product type: sheath product ID pscc100; product type: loop catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, it was difficult to insert another manufacturer's sheath into the groin; the tip of the sheath would become jammed upon insertion. The sheath was replaced and the procedure continued as expected. A transesophageal echocardiogram (tee) was performed and a heart catheter was used, but no findings were revealed. A complication occurred in the vasculature in the groin area while attempting vascular access. This led to a significant venous bleed. Cardiopulmonary resuscitation was administered, and blood transfusions were given, but the bleeding was unable to be stopped. The procedure was aborted while the patient was under general anesthesia. The patient was then admitted to the intensive care unit and later expired.

Event description:
Additional information was received that the left superior pulmonary vein (lspv), left inferior pulmonary vein (lipv) and right superior pulmonary vein (rspv) were ablated and then the patient's blood pressure dropped.

Manufacturer narrative:
Updated b5.desc evt problem updated h6.patient codes (ime/annex e). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.